Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, ongoing, frequency was not reported) and fortum injection (1gm, intraperitoneal, ongoing, frequency was not reported) for the event. At the time of this report, the patient was still in the hospital and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. Antibiotic treatment were ongoing. The patient was discharged from the hospital 13 days after being hospitalized. At the time of this report, the patient has recovered from the peritonitis event. It was reported that the patient's pd catheter was removed and patient was switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.